Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Procedure name, event date. Did any needle piece fall in the patient¿s body? Was the needle fully retrieved? X-rays taken? Results? Was needle removed from the patient? If yes, during same procedure? Any additional tissue dissection damage due to searching for needle? Any other patient consequences? If yes, what medical/surgical intervention was provided. If needle piece is still retained please provide size and location.

Event description:
It was reported that a patient underwent unknown procedure on (B)(6) 2017 and suture was used. The needle was broken during the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
Pc-(B)(4). Actual device returned. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, one of the mating fracture surfaces was examined for this evaluation. The fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture.